Event description:
I had several adverse effects from insomnia to numbness, breast pain, impaired mental function, autoimmune symptoms, joint pain, depression. I was eventually diagnosed with rheumatoid arthritis, fibromyalgia, early menopause, and hashimotos. I received natrelle silicone breast implants in 2009 and these symptoms slowly and steadily began and increased in severity until I had to have them removed in 2016. Some of these symptoms have lessened, others like hashimotos and severe joint pain and body aches continue. I also have developed severe mold allergies (started in 2014) and have been extremely sensitive to environmental contaminants like cleaning supplies, soaps and perfumes.